Event description:
It was reported that the lower display on the external pulse generator was hard to read, "obstructed." The generator was returned for service. The return paperwork indicated that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) =: analysis confirmed the reported event, the display was out of specification, the gasket was showing and the display was missing pixels. It was also noted that the upper and lower cases were broken, the battery release, heart block, heart wire contacts and the heart lead flex were contaminated, the side bail covers were broken, the ring cover and ring bail were missing, the lead flex cover and battery flex were corroded, one case screw was missing, the battery contacts were compressed and contaminated, the battery drawer was broken and the keyboard was scratched.